Event description:
It was reported by the staff that a (B)(6) year old female who was otherwise in good health was at home experiencing malaise for a few days before her husband came home one day to find her in respiratory distress. She was taken to the ER where she further decompensated hemodynamically and was emergently placed on va ECMO. Patient was on ECMO for 5 days prior to vad implantation on (B)(6) 2015. Of note, the patient was sedated on propofol for the duration of ECMO support. No CT scan of the brain was performed prior to the implant. Sedation was turned off after the implant, but the patient did not wake up or move for the next 2 days. A CT scan of the brain was performed on the morning of (B)(6) 2015 and it was discovered that the patient suffered from stroke, ischemic in nature. Per neurology, the stroke occurred "several days ago, but unable to determine the exact time." A family conference was held in the ICU and it was decided that the team would "wait a few days" to see if the neurological function would improve. The patient passed away on (B)(6) 2015. The pump will be returned to heartware for analysis.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. The instructions for use (IFU) note that serious and life threatening adverse events, including stroke, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. It is recommended to mitigate the risk of stroke to adhere to the recommended patient management guidelines. The company is seeking this information through the event investigation.

Manufacturer narrative:
With review of the available information there is no indication of any device malfunctions or performance issues impacting the event, pump analysis is not required. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.